Event description:
It was reported that a stent fracture occurred post deployment. The target lesion was located in the right coronary artery. A 3.50x38mm promus element long drug eluting stent was advanced to treat the lesion. However, post stent deployment, the stent was noted have fractured. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).